Event description:
The customer stated that the insulin pump alarmed motor error during the prime process. The reported blood glucose reading at the time of the call was 102 mg/dl. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to revert to a back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.